Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had an extensive and complicated pre-operative course. It was reported that the implant procedure was uneventful and the patient remained hemodynamically stable on epinephrine at 0.06mcgs/kg/min and dobutamine at 2.5 mcgs/kg/min, with intermittent cardene to maintain map 70-80. The patient¿s lactate dehydrogenase (ldh) was 1200¿s u/l, white blood cell count (wbc) was 19,000. Post-op neurology exam was normal. The patient moved all four extremities to command. The following day, the patient was taken to the operating room for chest closure which was uneventful and no blood clots were found. The patient remained hemodynamically stable. Then during neurology exam, the patient followed commands and moved all extremities except for the right arm. CT angiogram found a subacute stroke, but reportedly not in the area that would cause the patient¿s symptoms. A very small vascular was noted. Due to the changing neurology exam it was reportedly thought that the patient may have moyamoya disease and possible vasospasms. The neurology exam revealed that the patient would intermittently follow commands and had localized pain in all four extremities. Neurology recommended to start anticoagulation and maintain the patient¿s map between 75 and 85. On monday (B)(6) 2017 the patient was taken to interventional radiology and a m1 thrombectomy was performed. Neurology assessment post procedure found that the patient was greatly improving and was hemodynamically stable. It was reported that the pump was functioning as expected.